Event description:
Defibrillator implanted feb. 1997 found 7/22/97 with battery voltage malfunction. Charge time too long; episodes of arrythmia. New defibrillator implanted. Replacement; model 7221cx.